Event description:
It was reported that during a sub acromial decompression (B)(4) the physician was using a foot control unit to complete the procedure and discovered that the coagulation pedal had lifted to expose wires, rendering the device unsafe. No user injuries or complications were reported.